Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : 2184554. H6 patient code: no code available (3191) used to capture the bone injury.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Der states asr revision. Surgeon successfully explanted the 3 asr components. He implanted a pinnacle cup, marathon liner, and articuleze head. Doi: unknown; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implant sticker sheet and medical records received. After review of medical records, the patient was revised to address a failed depuy asr left total hip with metallosis. There was elevation of serum iron levels and a collection of fluid consistent with the pseudocapsule that forms with metallosis from an MRI report. Operative findings include: cloudy fluid consistent with metallosis along with sclerotic bone. Finally, it was indicated that the patient had a foot drop on the operative side.